Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced discomfort (described as burning pain) at the ipg site whether stimulation was on or off. Per the patient, her ipg site was periodically warm to the touch throughout the day. As a result, her scs system was explanted.